Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for the damaged trocar sample is unknown, therefore specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling at incoming is performed on the trocar cannula for inner diameter to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that tip of a cutter probe came off at an unknown timing of surgery. The procedure type was unknown. It was unknown whether the surgery was completed or not. There was no information about patient impact. Additional information was received and reported that the tip of a cutter probe was came off during surgery probably due to being caught by the trocar. The scleral wound from which the trocar was removed was slightly enlarged. The scleral wound was then sutured closed. A round metal fragment (piece of tip) had fallen on the retina and was removed using forceps during the same procedure. This report pertains to trocar involved in this event.